Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lv lead implant procedure, device exhibited high, out of range pacing lead impedance when the lv lead was connected to the device. Connector anomaly was suspected. The device was explanted and replaced.